Event description:
During a device replacement procedure, the shock delivered by the device object of this report were not efficient. Reportedly, the implantation of defibrillation electrode under the patient's skin was a clinical solution taken into consideration.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Follow-up date were reviewed. Results and conclusions: no anomaly found in device operations. Event resulted either from device programming of from patient physiology. Reprogramming of device parameters was recommended. No feedback was received after this recommendation. (B) (4).